Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: the pump failed a leak test due to a crack in the pump casing. There was evidence of moisture on the printed circuit board. The pump powered on to a blank display screen.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 06/12/2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture in the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.